Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue was found during the annual maintenance. Getinge became aware of an issue with one of the surgical equipment - single screen holder. It was stated the cap was missing from the rigid arm. The designated complaint unit employee confirmed based on photographic evidence the cap was missing from the suspension arm. There was no injury reported, however, we decided to report the issue in an abundance of caution as any parts falling off into the sterile field or during the procedure may cause contamination or serious injury in case of reoccurrence. The defective part (ard652000186 - protector gpn 910/3044 ral 9010) was replaced and the device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way, the device contributed to the event. According to the information gathered, the issue was discovered during preventive maintenance. Root cause analysis was performed by subject matter expert at manufacturer¿s. The most likely root cause regarding this case is an oversight during installation or maintenance. The probability that a shock could be the root cause is then ruled out. The installation manual mentions how to fit the cap after the spring arm mounting during installation. Furthermore, the user manual specifies to check the proper position of all covers on the main arm. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 19th march, 2023 getinge became aware of an issue with one of surgical equipment - single screen holder. It was stated the cap was missing form the rigid arm. The designated complaint unit employee confirmed based on photographic evidence the cap was missing from suspension arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.